Manufacturer narrative:
H6: corrected manufacturer narrative: the reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Manufacturer narrative:
D10: concomitants: 02-010-06-0230 - tru cc femoral size 3 left, 6593194. 02-012-60-1680 - tru stem ext 16mm x 80mm, 6614314. 208-06-03 - cc distal fem augment sz 3, 10mm, 7030343. 208-06-03 - cc distal fem augment sz 3, 10mm, 7030344. Cs-05cc - intersep calcium sulfate 19091. These devices are used for treatment and not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2022, and then experienced revision surgical procedure on (B)(6) 2023 approximately 10 months after initial implant. No images were provided. There is no other information available.